Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
On 7/5/2022, it was reported by a sales representative via email that the drill and drill guide from an ar-3670 fibertak biceps implant system, cold welded, making it hard for the drill to slide down the guide, which caused it to break inside the guide. Because the drill broke inside the guide, it was contained within and removed from the patient. This was discovered during an mpfl reconstruction procedure on (B)(6) 2022. Additional information requested.